Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported haptic deformed/asymmetric with no patient contact. Procedure was completed on the same day. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is adhered to the optic in a folded position. The optic is torn/split-cut dividing the optic in two. There optic edge is cracked/chipped. We are unable to determine the root cause for the reported complaint "haptic deformed/asymmetric". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).